Event description:
"S/p b sq mastx's for fcd. Had b sq small cronin gels for reconstruction. These encapsulated shortly afterwards, l more painful than r. In 1995 had r thoracotomy for exc bx benign lesion and since the sx, c/o increasing r breast pain - this is sharp and paralyzing when pt bends forward. The encapsulation continued to worsen. C/o sx including myalgias, (+ am stiffness), paresthesias/dysesthesias, spasms, fatigue, swelling, sleep disturbances, adenopathy, visual changes, word loss, depression, sicca, sen chem, costochondritis, choking sens, htn, wgt gain, easy bruising, and gu disturbances. Pt is otherwise healthy."